Event description:
It was reported that the patient presented to the emergency room with occasional dizziness. Device interrogation revealed that the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise oversensing. The ra lead noise resulted in inappropriate short mode switch episodes while the rv lead noise resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026 while the ra lead remained implanted with no programming changes done. The patient was in stable condition.